Event description:
It was reported that the atrial lead exhibited noise causing auto mode switches. The noise was not reproducible through isometrics. The device was reprogrammed and the lead remained implanted.

Manufacturer narrative:
.